Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The case began with a puncture of the vein and a transseptal puncture was performed successfully. 5000 i.u. Of heparin was given. The was was prepped with continuous flushing, and the guidewire placed in the pulmonary vein. There was no issue accessing the laa. The activated clotting time (act) at this time was 303. Angiography of the laa was performed and the was was safely placed. Transesophageal echocardiogram (tee) was performed to measure the laa. The wds was prepared with no issue and no air in the system. The act was 278 with 2500 i.u. Of heparin. The wds was introduced and the device was positioned. The device needed to be repositioned three times. The closure device was deployed and all release criteria were met. The closure device was released. The was and wds were removed from the patient and the wound was closed. An echo was performed after the procedure, and a small, irrelevant 0.3mm pericardial effusion was noted. Closing and pressing the wound made the patient unstable. Oxygen and blood pressure levels could no longer be measured and resuscitation began immediately. The effusion was still 0.3mm. Cardiovascular angiography was performed and determined the left anterior descending coronary artery was closed. After 40 minutes, the resuscitation was discontinued. Official cause of death was cardiovascular failure (anterior myocardial infarct).